Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt noticed it was damp inside the cycler after the conclusion of treatment. Peritoneal dialysis nurse reports pt was already being treated with a course of antibiotics at the time of the cassette leak from a touch contamination reported to his pd rn by the pt on (B)(6 )2012. The last dose of antibiotics was on (B)(6) 2012. Cultures drawn on (B)(6) 2012 resulted with no growth. Pt states no ill effects, effluent has remained clear. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.